Event description:
Medtronic received information that four years following the implant of this pulmonary valved conduit, the patient developed stenosis and calcification of the conduit. The conduit was explanted and replaced with another contegra conduit with no adverse patient effects. The patient is reported to be doing well following reoperation.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valved section of the conduit and two pieces of the conduit wall were received for analysis. The two conduit wall pieces appeared to be from the inflow and outflow ends. Blue monofilament sutures remained attached to the conduit wall pieces. Dark brown tissue along the outflow end of the valved section showed possible evidence of cauterization. All leaflets were slightly stiff but flexible. Tears in all leaflets occurred during explant. The tops of all commissures were cut and/or cauterized during explant. Pannus lined the existing inflow and outflow aspects of the conduit wall pieces. Pannus extended to the sinus wall of two leaflets slightly covering the existing commissure that connects the two leaflets. Radiography showed mineralization in the two conduit wall pieces. Conclusion: reduced performance of the valve is attributed to host tissue overgrowth and mineralization. This finding is generally considered a patient related condition. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).